Manufacturer narrative:
It was reported that the ventilator generated an alarms indicating positive end expiratory pressure (peep) high and check tubing. Identification of issue has been done by analyzing problem description. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been found that the corrosion traces could be seen inside the ventilator on expiratory channel printed circuit board (pcb) which caused check tubing alarm. According to provided information, the affected printed circuit board has been cleaned and the check tubing alarm disappeared. Moreover, the claimed issue was related to positive end expiratory pressure high alarm as well. Possible cause for peep high alarm is that the measured end expiratory pressure is above the preset or default alarm limit for three consecutive breaths. The alarm disappeared after pressure transducer pcb replacement. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. The exact root cause of the failures cannot be established.

Event description:
It was reported that the ventilator generated an alarm indicating positive end expiratory pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).